Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2021. Initial reporter postal code: (B)(6). The lot was manufactured from september 1, 2020 - september 2, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.